Event description:
It was reported the left ventricular (lv) lead had an alert for pacing impedance being less than 200 ohms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.